Manufacturer narrative:
Method: device not returned. The device is not available for return and evaluation. The device history record review is currently in process. Ring or valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair or prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. In this case, this ring was explanted after approximately 16 years. The surgeon's response indicated this was due to a malfunction of the ring. However, the operative report indicates there was heavy calcification in the native valve leaflets and in the annulus circumferentially. The annuloplasty ring was partially dehisced which was most likely due to fragile and calcified tissue and not due to a malfunction of the ring.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 32mm annuloplasty mitral ring, implanted approximately sixteen (16) years and ten (10) months, was explanted due to stenosis and calcification. The explanted device was replaced with a 7300tfx 27mm.